Manufacturer narrative:
(B)(4). Follow up for device evaluation. A foreign particulate was reported in a 10 ml luer-lok syringe. To support the investigation, one physical sample and one photograph of the syringe were submitted for evaluation by the quality team. The sample was received loose, fully assembled, and connected to a red cap. Upon visual inspection, a small brown foreign particulate was observed embedded within the barrel, located near the scale markings. The photograph provided did not show any visible foreign particulates. Notably, the syringe in the photograph contained an unidentified transparent fluid, whereas the physical sample did not. The embedded foreign matter is considered non-conforming per product specifications and is attributed to the molding process. A device history record (DHR) review was conducted for material number 309605, lot 4354988. The review confirmed that all visual inspections were performed in accordance with established requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted per the inspection control plan, approved for shipment, and found to be in compliance with product specification requirements. To date, no similar events have been reported for this lot.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material#: 309605. Batch#: 4354988. Verbatim: rcc received a complaint via email. During visual inspection pharmacist al found 1 syringe with foreign particulate. The unit is available for return and does contain neostigmine. We are unable to drain the unit since the particulate is so small. The picture attached is just of this syringe; however, capturing the particulate in a picture was unsuccessful. 7/28/2025 pcc-25-116. Sterile syringe tray 10ml 309605. Expiry: 11-30-2029. 4354988. Foreign: particulate.